Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2016. (B)(4) submitted for adverse event which occurred on (B)(6) 2016.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2016 during which the surgeon found the mesh had developed severe adhesions to the small bowel and sigmoid colon. A portion of the mesh had grown into the sigmoid colon causing a perforation. The mesh was also noted to have caused chronic inflammation. It was reported that the patient underwent inguinal hernia repair surgery, right abdominal wall incisional hernia repair surgery, parastomal hernia repair surgery and resection of the sigmoid colon on (B)(6) 2016. It was reported that the patient experienced severe pain. No additional information is provided.

Manufacturer narrative:
Date sent to FDA: 9/11/2020.

Manufacturer narrative:
Date sent to FDA: 9/21/2020. Additional information: a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.